Event description:
Pt developed right calf swelling a few hours after first hyalgan right knee intra-articular injection. Pt on coumadin chronically with inr 3.2 2 days later. Prior right dvt with pulmomary embolus 2001.